Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switch episodes. The lead was explanted and replaced. The patient was in good condition post procedure.